Event description:
It was reported to boston scientific corporation that an obtryx transobturator mid-urethral sling system was implanted on (B)(6), 2009. According to the complainant, post-procedure, the patient suffered serious bodily injuries including continued incontinence, pain, and erosion of internal body tissue. The patient has undergone additional surgeries and has continual infections and other injuries. All other information is unknown and unavailable.